Manufacturer narrative:
The device has not been returned for analysis as of this date.

Event description:
It was reported that during a ptca procedure involving a calcified and 100% stenotic lesion in a tortuous lad coronary artery, the catheter became stuck on the wire and was removed without incident. No patient injuries or complications were reported.